Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 320cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including anxiety, depression, joint pain, fatigue, brain fog, chills, dry eyes, breast pain, inflammation, heart palpitations, night sweats, breast tenderness, and uncomfortable feeling in breast. The root cause of the patient¿s symptoms is unclear. The patient also stated that she experienced left-sided capsular contracture (unknown grade) shortly after the implantation surgery and underwent an unspecified surgical intervention approximately 6 months after the implantation surgery. The patient also stated that her left implant seemed to be migrating towards her left side. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. In addition, the implants were found to be ruptured upon explantation. The patient stated her symptoms were improved after the revision surgery. The devices were discarded inadvertently and are not available for product evaluation. This report is for the left-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2021, the analysis was completed based on a photo that was provided. On (B)(6) 2021, it was found that the incorrect explantation date was stated in b.5. On the initial report. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4), in b.5. On the initial report, it states that as a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. However, the correct statement is as a result, the patient underwent bilateral removal without replacement on (B)(6) 2021.